Manufacturer narrative:
An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via email, by a caregiver nurse, a low reading issue with the adc device. The customer was taken to hospital with "stroke like symptoms" (no information provided as to if customer was diagnosed with stroke), and a healthcare meter result of 18 mmol/l (324.0 mg/dl) was obtained against a sensor reading of 5.7 mmol/l (103.0 mg/dl). The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was admitted to hospital and provided unspecified intervention. No further details were reported. While hyperglycemia is associated with an increased risk of stroke, this increased risk occurs over a prolonged period of uncontrolled diabetes, and the customer's reported hba1c of 10.6% puts the customer at a high increased risk of stroke. There is no indication that lower readings from a single sensor would have caused or contributed to a potential stroke. There was no report of death or permanent injury associated with this event.